Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history records identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history revealed no similar incidents. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated, and it is likely that patient morphology/pathology and or case circumstances contributed to the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip delivery system referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the suspected tissue damage. It was reported that this was a mitraclip procedure to treat grade 3-4 degenerative mitral regurgitation (mr). The ntr and an xtr clips, could not be placed. It was very difficult to grasp both leaflets. Multiple grasps at different locations were made with both clips. Twice there was a successful grasp with both clips, but not enough posterior leaflet was captured, and the posterior leaflet kept slipping out. The clips were not implanted and were removed. Although, no tissue damage was observed, tissue damage was suspected. No clips were implanted. Mr remains 3-4. There was no clinically significant delay during the procedure. No additional information was provided.